Manufacturer narrative:
The insulin pump buttons all responded properly and no anomalies were noted to the keypad connector or traces. The insulin pump was received with minor scratches on the display window and cracked battery tube threads.

Event description:
The company representative reported via phone call that the insulin pump had an unresponsive keypad. The blood glucose reading was 12 mmol/l. There were no significant events leading to the keypad issues observed. The customer changed the battery and cleaned the battery cap, but the issue persisted. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.